Manufacturer narrative:
Evaluation summary: the returned device shows additional cracking along the lip of the adapter on either side of where the fracture occurred. Possible causes of this fracture include the adapter lip not seating flush to the rim face of the liner during impaction, creating a point loading situation, an undetectable subsurface defect in the material, and a defect (i.e. Scratch, chip, hole, etc.) That was introduced at the adapter rim when the adapter was not in use (i.e. During cleaning). The cause for the current situation cannot be conclusively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the instrument fractured into 2 pieces during use. Both pieces were recovered without damage to the implants or harm to the patient.